Event description:
A malfunction was reported on the customer's pump. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to switch to an alternate form of insulin therapy, and arrangements were made to send a replacement pump with updated software. The customer understood the instructions and agreed to return the malfunctioning pump after placing it in storage mode.